Manufacturer narrative:
Other applicable components are: product ID: 3887-33, lot# j0012725v, implanted: (B)(6) 2001, product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The cause of the patient's loss of stimulation in their foot had not been determined and the revision wasn't scheduled. The representative reported that the lead would be returned to the manufacturer for analysis. No further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the patient's lead was replaced last week from this report. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3887-33, serial/lot #: j0012725v, ubd: 31-aug-2004, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient wasn't receiving the therapy they needed from their system. They went through extensive reprogramming and weren't able to feel stimulation in their foot. The patient's impedances were checked and the leads were reconnected at the ins junction during their replacement. The patient was programmed with a different cathode/anode combinations but the issue didn't resolve. The representative reported that the patient was receiving decent therapy and nothing remarkable occurred in relation to the change. The patient called the representative and said that they shut their system off and wanted new leads implanted. The patient met with the physician and the physician agreed- the patient had surgery scheduled in (B)(6) 2018. The patient's medical history included rsd of the right foot. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.